Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Through additional testing, physio-control was able to determine that the cause of the reported issue was the ui pcb assembly; however, further component level cause could not be determined. The removed sc pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer contacted physio-control to report that their display was blank. No further information was provided. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would lock-up with a white display. As a result, defibrillation was not possible.